Event description:
A caller reported a cartridge alarm 30 that occurred during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.